Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) did declared elective replacement indicator (eri) about a month prior. Then the evening preceding the date of this report, the patient experienced a vt/vf storm and received 14 shocks & 20-25 diverts. The device was noted to be at 2.18 volts monitoring voltage measurement. Then fault 01 occurred not long after. The next shock was delivered after 18 seconds of charging.

Manufacturer narrative:
The boston scientific technical services consultant discussed that this device was at storage mode at 2.17 volts and that the patient would lose all therapy including pacing. Recommendation was given to change out the device immediately. To date, information suggests that this medical device remains actively in service. There were no reported adverse patient effects, beyond the imminent necessity of surgical intervention.

Manufacturer narrative:
Analysis was performed at our (B)(4) laboratory. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that this device had a compromised low voltage capacitor that did not meet design specification. Despite this compromised capacitor, current leakage was not sufficient to adversely impact device longevity. Normal pacing, sensing, and defibrillation therapy functions were verified during testing.

Manufacturer narrative:
Most recently, this medical device has been returned to boston scientific but analysis remains inconclusive to date. As new information becomes available, this report will be further evaluated and updated. The investigation remains open at this time.